Event description:
It was reported that the patient's epicardial right ventricular (rv) lead exhibited high pacing thresholds. A new transvenous system was implanted in the patient; the epicardial rv lead was capped and left in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).